Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing thresholds and the right atrial (ra) lead exhibited undersensing. Both leads remain in use. No patient complications have been reported as a result of this event.